Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check there was a leak. "During the operation, the cuff pressure was released, so when they put it in water and checked it, it started to swell, which confirmed that there was a hole". No patient injury or clinical affects was reported.

Manufacturer narrative:
Other text: g1, h3, h6: updated a sample was returned in use conditions, three photos were include in agile attachments for evaluation, during the initial visual inspection it was not possible to detect any condition on the surface of the cuff or in the inflation system. The sample was submerged under water, the leak was identified in the joint of the valve and the pilot balloon. The complaint was confirmed. Based on the analysis conducted in the sample provided, the returned sample has a leak in the joint of the valve and the pilot balloon, this condition can occur when excess air is supplied to the product causing the bonded area to open up and cause leakage, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.